Event description:
A customer reported that multiple system messages displayed during a vitrectomy procedure, resulting in a significant surgical delay. The length of the delay is unk. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and did not observe the customer reported problem. However, system message [laser controller 12 volt power error - laser functions will be disabled] was verified in the systems event log. The company rep replaced the laser core module as a diagnostic measure. The system was then tested and met product specifications. The replaced later core module was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).